Event description:
It was reported that when device was received an inner package was torn. The surgeon did not use the instrument inside the package and opened another package to complete the case. There was no consequence to pt.